Manufacturer narrative:
(B)(4).

Event description:
The international manufacturer's service center reported a parts/sale defect upon arrival. The battery caused the device to alarm and power off during internal battery testing. There was no patient involvement.

Manufacturer narrative:
Event date: (B)(6) 2015. MFR date: 06/17/2016. Conclusion / root cause: the v60 backup battery was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The international manufacturer's service center reported a parts/sale defect upon arrival. The battery caused the device to alarm and power off during internal battery testing. There was no patient involvement.